Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer reverted to another pump to address high bg. Customer reloaded cartridge to resolve the issue.